Event description:
It was reported that a patient experienced a dental implant fracture.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
The optical investigation of the returned implant showed no fracture. The implant neck was damaged by tools and the implant was removed with a trephine drill. The reason could not be determined (no damage of internal geometry, no fragment stuck inside). H6 updated: health effect - impact code: added 4627 medical device problem code: added 2993 type of investigation: added 100 investigation findings: added 213. Investigation conclusions: added 4315 and 67.